Event description:
It was reported to boston scientific corporation in 2009, a wallstent biliary rx permalume was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure the day before. According to the complainant, during the procedure, the outside sheath became detached from the inside working mechanism of the device. The physician completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.